Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2012 and subsequently expired on (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated MDR #s 1225714-2013-02905, 1225714-2013-02906, 1225714-2013-02908.